Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent urethrolysis with excision of synthetic mesh, urethrorrhaphy, suprapubic tube placement, and cystoscopy on (B)(6) 2013 due to foreign mesh material impacted in the urethra and pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, vaginal scarring, severe pain during gynecological exams and intercourse, ongoing bleeding & sui necessitated patient wearing sanitary pads & pull up diapers on and ongoing basis as well as vaginal odor due to constant infections. It was reported that the patient underwent revision of mesh on (B)(6) 2005 due to abnormal scarring from mesh and dyspareunia. It was reported that the patient underwent mesh removal in (B)(6) 2012 due to mesh erosion. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.